Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump's volume accuracy was not correct. It was reported that there was no patient involvement; the issue was found during a check by biomedical staff. No adverse effects were reported.